Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported the cannula was not inserted correctly into the infusion site. The condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. She noticed the cannula did not penetrate the skin it was also bent.